Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative final analysis was normal

Event description:
It was reported that the pulse generator exhibited back up while still in the box.